Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer was unable to use the instrument. The instrument ended up in a locked position and the operator had to change arms. Incident happened twice. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the 8mm vessel sealer extend (vse) instrument was inspected prior to use and there was no evident damage. The vse instrument worked and sealed successfully during the procedure and was in use for 20 minutes prior to issue. When the instrument ended up in a locked position, the jaws were stuck on tissue, specifically the liver parenchyma. The surgeon and or staff were able to successfully open the jaws intraoperatively and release the tissue. The instrument got stuck with a small amount of liver tissue caught between the jaws, which were articulated at that moment. After a few attempts, they were able to straighten the jaws and open them. There was no adverse effect to the grasped tissue, nor was there unexpected tissue removal. There was no bleeding, and the procedure was completed with a back-up instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.